Manufacturer narrative:
Updated field: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The getinge field service engineer (fse) that discovered the issue replaced the fiber optic sensor extension cable assembly and unit worked as intended returned to service. Product passed all functional and safety tests per manufacturer specifications.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during replacement, cardiosave intra-aortic balloon pump (iabp) fiber optic connector was broken and needed replacement.